Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to insert sgc into anatomy was due to patient condition. The reported torn sgc soft tip is likely a result of troubleshooting the reported difficult to insert sgc into anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared without issues and was attempted to be inserted. However, due to stenosis of the vena femoralis, femoral access was very difficult. After several attempts, the physician observed the sgc soft tip was torn. Therefore, the sgc was not used and was replaced. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.